Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported an 80 year old female patient presenting for high risk percutaneous coronary intervention using the impella cp for hemodynamic support. A difficult insertion was noted that required multiple attempts, traversing both the inanimate artery and ascending aorta using the supplied 14 fr introducer and a subsequent cook sheath. The pump was ultimately delivered, however, much resistance was noted. Upon explant, the patient was slow to respond, indicating a likely stroke due to complicated delivery attempts.

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the stroke/cva. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿